Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath.

Event description:
It was reported that the protective sheath could not be removed from the 2.5 x 15 mm trek balloon catheter. The device could not be used on the patient. Another balloon catheter was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.